Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was unknown. Additional information was requested, but is not available at this time.